Event description:
A caller reported that the insulin gauge showed an amount different than expected, with the discrepancy being more than 30 units, though the issue was not occurring at the time of the call. There was no reported impact to the customer's blood glucose level. The customer resolved the issue by loading a new cartridge, and a replacement was requested and arranged. Cts instructed the caller to reach out for further troubleshooting if the issue recurred.